Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that ins will not be returned because the case cancelled (B)(6) 2020 due to the patient being covid-19 positive.

Event description:
Additional information was received. It was reported that per the physician the patient was overdischarged on (B)(6) 2020. The patient could not recall how many times it had been overdischarged. The ins replacement surgery was scheduled for (B)(6) 2020.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from a patient implanted for non-malignant pain. The patient reported that a few years back they had a ¿faulty wire¿ and ¿lost charge.¿ they added that he met a manufacturing representative (rep) on the side of the road and the rep ¿fixed it¿ for them. The patient also stated that the stimulator has not worked in years because they have not charged it for 2 years. They stated that the device is ¿garbage¿ and a ¿piece of crap.¿ they mentioned that they preferred their original stimulator because they didn't have to charge it. The patient stated that they had to ¿line this one up¿ which they didn't like. The patient was going to follow-up with their healthcare provider because they wanted to potentially have the device removed. No further complications were reported or anticipated. Then, on (B)(6) 2020, a manufacturer representative (rep) reported that the patient's implanted neurostimulator (ins) was going to be replaced due to end of service (eos). Technical support services (tss) reviewed that the ins would not be expected to be in eos yet. The rep reviewed notes and found a note from (B)(6) 2020 that another rep, who has since retired, had met with the patient for a recharging issue and to clear a power on reset (por). Impedances were also checked, but the results of that impedance check were not noted or provided. The rep was unsure if the recharging issue and the por were due to overdischarge or another reason. It was also not noted when that recharging issue was first noticed by the patient. No symptoms reported.